Event description:
During an in clinic follow-up, it was reported that inappropriate defibrillation therapy was delivered due to far field p-wave oversensing. An x-ray was performed and rv lead dislodgement was confirmed to be the cause of the event. The physician alleged twiddler's syndrome lead to the rv lead dislodgement. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.